Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had over heating. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: annex b: b01, annex c: c07, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the cause of the reported device had overheating was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. During the external inspection was observed that the power cord retainer was missing, and the power cord plug had bent pins. Two known good laboratory pump modules were connected to the suspect pcu sn (B)(6) and two infusions were programmed for 25 hours. The infusions were completed as programmed with no errors or interruptions observed during the infusions. Although the pcu did not present any faults or overheating during infusion, the power supply was replaced, and it was left to infuse for 67 hours. The infusions were completed as programmed with no errors or interruptions observed during the infusions. Preventive maintenance was performed using asm to ensure that the device is operating according to specifications. The task was observed to have been completed successfully. Based on the review of the pcu event log retrieved, on february 12, 2025, at 11:01 pm the pump module s/n (B)(6) an infusion of oxytocin was programmed with a rate of 999 ml/h and a vtbi of 500 ml. Then the pump alarmed partial patient side occlusion. At 11:31 am, kvo started. At 11:33 am, the pump was channel off. Per alaris system user manual v12.3.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Keep the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. Do not open case. Refer to biomedical engineering. Always use a grounded, hospital grade three-wire receptacle to prevent electrical shock. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had over heating. There was no patient involvement.